Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager (stm) was unable to reproduce the issue. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a demonstration of the cardiosave intra-aortic balloon pump (iabp), it would not give a pressure waveform. The simulator worked on a different cardiosave. There was no patient involved and no adverse event was reported.